Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer's mother stated that the quickserter is not allowing the patient to insert. The customer stated that it is stopping halfway. The customer was advised on how to clean the serter. The customer stated that his blood glucose is decreasing and the current set seemed to be working. The customer will be sent a replacement serter.